Event description:
Customer reported unexpected negative reactions on sample from patient with a history of anti-c. The echo generated negative results when testing with capture-r ready screen 3 (crrs 3). The patient sample is historically anti-c positive after testing by gel method.

Manufacturer narrative:
Review of instrument camera images: crrs lot: r057 patient sample with history of anti-c.the echo generated negative results for all cells. Screen cells 2 & 3 are c positive. Cell 1 is c negative. Cells 2 & 3: well score=0 visual review of image: no adherence seen. Positive control=4+ well score=100. A service call was made. System is performing to specifications. The reactivity of the c antigen was confirmed on our retention crrs(3), lot r057 and retention crrid, lot id119. The reactivity of the c antigen was confirmed on returned crrs(3), lot r057. Customer did not send in patient sample for testing.